Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the solusets. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the customer contact reported that approximately 14 inches of air was noted in the tubing distal to the solusets. No air was delivered to the patients. The tubing sets were either reprimed or replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.